Manufacturer narrative:
A thorough technical investigation was performed including evaluation and analysis of system logs. The software engineering team was unable to reproduce the issue. However, the correct patient information was found to be maintained on the images at all times. The ultrasound system is in service with no additional similar issues reported. If the issue recurs, another complaint record will be generated to further investigate the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. System logs and images were analyzed for this evaluation.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion. System logs and images are being analyzed for this evaluation.

Event description:
A customer reported an incident where a patient¿s data was mixed with another exam. According to the customer, the report page from one study appeared in the next patient¿s study. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.